Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Brand name: linear? St. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Lot: 7129925. UDI: (B)(4). Product family: scs-linear leads. Brand name: linear? St. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Lot: 7135693. UDI: (B)(4).

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system experienced back pain due to an infection at the implantable pulse generator (ipg) site and an epidural abscess located in the lumbar epidural space. The patient was administered antibiotic treatment for the abscess and infection, and admitted to the hospital, where a system explant procedure was performed. Treatment for the infection was continued; however, despite medical intervention, the patient passed away due to complications arising from the infection and associated abscess. The physician assessed the infection was due to the device. Additional information was received indicating that the physician assessed the epidural abscess, extending from thoracic vertebra 12 to lumbar vertebra 3, was due to discitis. The patient was also diagnosed with osteomyelitis at lumbar vertebrae 2-3 and was noted to be immunocompromised. The patient had been hospitalized for three weeks, during which time abscess cultures subsequently became negative. Magnetic resonance imaging confirmed resolution of the abscess; therefore, the devices remained in situ and were not explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Brand name: linear? St. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Lot: 7129925. UDI: (B)(4). Product family: scs-linear leads. Brand name: linear? St. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Lot: 7135693. UDI: (B)(4). With all the available information, in the absence of the device return, boston scientific concludes that the infection in the lumbar epidural space is a known inherent risk with use of the devices, as documented in the instructions for use (IFU). The ipg and leads were not returned, as such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) for the devices was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The labeling review performed did not reveal any anomalies. The labeling states that during the two weeks following surgery, it is important for patients to use extreme care so that appropriate healing can secure the implanted components and allow the surgical incisions to close. It further notes that possible surgical procedural risks include infection, and that implanted device components such as the stimulator, lead, or extension may move from their original implanted location or wear through the skin, which could lead to the need for additional surgery. Additional risks include lead migration, which can result in undesirable changes in stimulation and a reduction in pain relief, as well as system failure, which may occur at any time due to random component or battery failures. These events, which may involve device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and breaches in lead insulation, can result in ineffective pain control. The labeling also identifies other possible surgical risks, including temporary pain at the implant site, infection, cerebrospinal fluid leakage, and, although rare, epidural hemorrhage, seroma, hematoma, and paralysis. A review of the wavewriter alpha 16 ipg kit hazard analysis was completed and confirmed that the event of abscess, bacterial infection and death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The ipg and leads were not returned. As such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. With the reported observations and the labeling review, engineers have concluded that the infection in the lumbar epidural space is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system experienced back pain due to an infection at the implantable pulse generator (ipg) site and an epidural abscess located in the lumbar epidural space. The patient was administered antibiotic treatment for the abscess and infection, and admitted to the hospital, where a system explant procedure was performed. Treatment for the infection was continued; however, despite medical intervention, the patient passed away due to complications arising from the infection and associated abscess. The physician assessed the infection was due to the device. Additional information was received indicating that the physician assessed the epidural abscess, extending from thoracic vertebra 12 to lumbar vertebra 3, was due to discitis. The patient was also diagnosed with osteomyelitis at lumbar vertebrae 2-3 and was noted to be immunocompromised. The patient had been hospitalized for three weeks, during which time abscess cultures subsequently became negative. Magnetic resonance imaging confirmed resolution of the abscess; therefore, the devices remained in situ and were not explanted.

Manufacturer narrative:
Block b2 and b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads brand name: linear? St upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Lot: 7129925 UDI: (B)(4). Product family: scs-linear leads brand name: linear? St upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Lot: 7135693 UDI: (B)(4).

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system experienced back pain due to an infection at the implantable pulse generator (ipg) site and an epidural abscess located in the lumbar epidural space. The patient was administered antibiotic treatment for the abscess and infection, and admitted to the hospital, where a system explant procedure was performed. Treatment for the infection was continued; however, despite medical intervention, the patient passed away due to complications arising from the infection and associated abscess. The physician assessed the infection was due to the device. The device was retained and not returned.